Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. A request for additional information is being made. A supplemental report will be submitted.

Event description:
(B)(4). The patient was reported to have an infection. The surgeon tentatively scheduled the patient for a revision on (B)(6) 2016 as he was considering a "washout" of the implant and possible exchange of the plastic components. However, to date, a revision of the patient's implant has not occurred.

Manufacturer narrative:
There was a reported cause of infection and revision of poly parts. However the patient received antibiotic therapy to treat the infection and there are currently no plans to perform "wash-out" or a rebushing procedure. The patient is reported to be non-compliant and did not present for follow-up appointments or pre-op planning. The reported case of infection occurred two years after being implanted. There is no indication at this time that the reported infection was attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended. Corrections pt identifier and outcomes attributed to adverse events.

Event description:
The patient was reported to have an infection. The surgeon tentatively scheduled the patient for a revision on (B)(6) 2016 as he was considering a "washout" of the implant and possible exchange of the plastic components. However, to date, a revision of the patient's implant has not occurred. This is a supplemental report to 3004105610-2016-00062 ((B)(4)).